Manufacturer narrative:
Device evaluation: the customer provided photograph was evaluated. No issues could be identified on the complaint lens. Further evaluation could not be performed due to the image quality. The complaint issues "dc-lens damaged" was not confirmed during product evaluation, and no other issues were identified therefore the complaint issue could not be determined to be related to the manufacturing or design process. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4, a5: unknown/ not provided. Asku. The customer provided us with multiple serial numbers, (B)(6). However, despite follow-ups, the customer communicated they did not track which specific serial number correlates to the reported event. Therefore, we have populated the serial number field in section d4 as unknown. Section d6b: if explanted, give date: not applicable, as lens remains implanted.. Section h3-other (81): the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens has ¿frayed¿ portion near haptic of dib suspect lens. There was patient contact. It was learnt that the lens was implanted and the image initially sent was in a post op exam. The lens is currently in patient¿s eyes but there is no visual disturbance given how peripherally the defect has occurred. The damage wasn¿t noticed until post op. There was no other information provided.